Event description:
On (B)(4) 2015, arjohuntleigh has become aware of the complaint where it was reported that on (B)(6)2014, a pt feet's slipped of the foot plate support, during the lifting procedures with the sara 3000 device. It was reported that the pt being transferred on active lift: sara 3000 was not able to bear his own weight and was dependent for all care. The event outcome was indicated to be a fracture of the right medial and femoral conduit. It was reported that on (B)(6) 2015 pt died. At the time of writing this report, the cause of the pts death is unk.

Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation.